Event description:
Healthcare professional reports a left side rupture and device displacement. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell, red particles material was found on the gel, red particles material was found on the shell and black particles material was found on gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: a striated edge in the side anterior broken due to surgical damage. Based on the device analysis the final assessment is: -a striated edge in the side anterior broken due to surgical damage. The event of migration is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and migration.